Event description:
It was reported that the needle hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "consumer reported - found 2 syringes hard to remove shields consumer reported with these same two syringes, when removed the shields needle hub assembly goes with it".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 14 july 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #9217442. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "consumer reported - found 2 syringes hard to remove shields consumer reported with these same two syringes, when removed the shields needle hub assembly goes with it."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020. H.6. Investigation: customer returned (3) 3/10cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 9217442. Customer states that the syringes had hard to remove shields, these same two syringes, when removed the shields needle hub assembly goes with it. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9217442. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch # (B)(4) was created. The shield carrier was examined and found to have debris in the carrier. Corrective action: cleaned shield carrier. CAPA#1630423 was initiated.

Event description:
It was reported that the needle hub separated from the syringe 0.3ml 31ga 8mm 10bag 500 pl/wg. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "consumer reported - found 2 syringes hard to remove shields. Consumer reported with these same two syringes, when removed the shields needle hub assembly goes with it."